Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 95% stenosis located in the distal lad. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery of the device. It was reported that the device failed to cross/position at the lesion and stent deformation occurred in vivo during positioning. A cutting balloon was used to dilate the lesion and the procedure was completed using a stent of the same model. The patient is reported to be alive with no injury.

Manufacturer narrative:
Image review: image shows a portion of a 2.25mm*18mm endeavor resolute shelf carton, the distal portion and proximal portion and a portion of the hypotube of a device. Deformation is evident to the mid-section of the stent. The lot number on the luer of the device corresponds with the lot number on the shelf carton and the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th, 6th and 7th distal stent segments with struts raised. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the inflation lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.